Event description:
It was reported that during the implant procedure the physician used electrocautery and the implantable cardiac monitor exhibited backup vvi operation. After a firmware download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.